Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion that exposed the outer coil, located between the connector pin and the suture sleeve tie impression consistent with friction to the device can. Electrical tests did not find any indication of conductor fractures or internal shorts.